Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed its investigation. The reported complaint was confirmed. The instrument was found to have thermal damage to the monopolar yaw pulley and black char marks were observed. Further investigation found that the silicone potting appeared to be compromised and the conductor wire was damaged around the weld location, allowing energy leakage to occur. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that potential arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to start of a da vinci procedure, the permanent cautery spatula instrument had a damage to the plastic wrist. There was no patient involvement.